Event description:
It was reported that the pacemaker exhibited high out-of-range pacing impedance measurements on this non-boston scientific right ventriallar (rv) lead, which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and oversensing was also observed with myopotentlals noise on tho rv lead, which led to pacing inhibition greater than two seconds. Spring contact issues were suspected. Reprogrammlng options were recommended and the patient is going to be monitored. At this time, this product remains in service, and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).